Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a procedure to upgrade the patient from a single chamber cardioverter-defibrillator to a biv, the catheter perforated the coronary sinus.